Event description:
New information received notes the patient presented to hospital due to pocket stimulation. It was noted that the pacemaker was found in backup mode due to electromagnetic interference (emi). The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.

Event description:
It was noted that the pacemaker was found in backup mode due to electromagnetic interference (emi). The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.